Event description:
It was reported that the patient heard an audible alert three times and reported to the emergency department. A lead integrity alert had triggered due to non-physiologic oversensing and noise on the right ventricular (rv) lead. The lead also had a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284trk implantable cardioverter defibrillator, (B)(6) 2013. A 5076 implantable pacing lead, (B)(6) 2007. A 4968 implantable pacing lead, (B)(6) 2007. This device was included in that field action and analysis is pending. (B)(4).

Manufacturer narrative:
Event summary - the full lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.